Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore under the breast area and rubbing under arms. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an ointment for the wound. Follow up indicated that the wound improved.